Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Literature article: "natural course of intraocular pressure after cataract surgery with sodium chondroitin sulfate 4%¿sodium hyaluronate 3% (viscoat). " (american academy of ophthalmology oct/2005:112/10,1714¿1718). The manufacturer internal reference number is: (B)(4).

Event description:
A literature article reveled that after one week cataract surgery patient had experienced with high intraocular pressure and it was treated with steroids. Intraocular pressure was reduced after two weeks.

Manufacturer narrative:
Additional information has been provided in section h.6 and h.10. No lot code or sample provided. No further evaluation or root cause analysis can be conducted at this time. No root cause could be determined as no sample or lot code was provided for analysis. No action is warranted. The manufacturer internal reference number is: (B)(4).